Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. As the device was being inserted into the patient, it was being rotated and approximately 20 cm of the tip became coiled. There was then a torque accumulation and approximately 10cm of the proximal shaft also became coiled. The device was removed, and the procedure completed with another of the same device. No patient complications were reported,

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and twisted, the imaging window was detached near the lapjoint section, and there was a broken drive cable beginning 44.6 cm from the distal end of the connector shaft. The imaging window and a section of the imaging core were not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. As the device was being inserted into the patient, it was being rotated. Approximately 20 cm of the tip became coiled and then due to a torque accumulation, approximately 10cm of the proximal shaft also became coiled. The device was removed, and the procedure completed with another of the same device. No patient complications were reported.